Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 44-year-old patient with a 27 mm edwards magna ease 3300tfx implanted in the aortic position underwent intervention for a valve-in-valve procedure after an implant duration of nine (9) years and six (6) months due to severe aortic regurgitation caused by an enlarged aortic root. As reported, the valve was not showing any signs of deterioration/degeneration and it was just regurgitant without structural changes. The patient presented with heart failure. An edwards transcatheter valve was implanted within the existing surgical device using the trans-femoral approach. As reported, the procedure was successful with great outcome. The patient was noted as to be discharged at home.

Manufacturer narrative:
Added information to d4 (expiration date), h4 (device manufacturer date) and h6 (type of investigation, investigation findings and investigation conclusions). H10: additional manufacturer narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The most likely cause is patient factors, including severe aortic regurgitation caused by an enlarged aortic root.